Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/31/2023, it was reported by a sales representative via sems-06071754 that an ar-9625 hex driver is worn out. This was discovered during use in a case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation was confirmed. One unpackaged ar-9625, 3.0 mm hex driver serial/batch number (B)(6) was received for investigation. Only one device was received for evaluation. Visual evaluation found that the hex geometry rounds/strips. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to over-torquing/over-engaging the driver with the screw head.